Event description:
It was reported that during testing at a supplier facility, the irrigation pump did not work on the sonopet console. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at a supplier facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at a supplier facility the irrigation pump did not work on the sonopet console, which can cause the system to overheat during use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at a supplier facility, there was no patient involvement and no delay to a surgical procedure.